Manufacturer narrative:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # MFR. Report # 2124215-2025-26425).

Event description:
It was reported that during a procedure, a fiber was connected to the console, and cracking and sparking noises came from the console. The console prompted error code 162 (laser deck-spare blast shield), so the burned debris shield was replaced. The procedure was not completed due to this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 2124215-2025-26426 and MFR. Report # 2124215-2025-26425). The console was serviced by the field service engineer (fse) at the customer site. The initial inspection determined that the debris shields and focus lens were blown and energy power was low due to focus lens and blast shield. The engineer cleaned the leans, realigned the brick and verified the system. Then fiber focus assembly and debris shield were replaced the system was tested and was correctly working. The lens cell assembly was returned to our quality assurance laboratory. Visual inspection was performed the lens had scratches on the surface of the lens, overall, the electrical connections were in good condition.

Event description:
It was reported that during a procedure, a fiber was connected to the console, and cracking and sparking noises came from the console. The console prompted error code 162 (laser deck-spare blast shield), so the burned debris shield was replaced. The procedure was not completed due to this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown. This event is for the first aborted/procedure console.